Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure for a peripheral chronic total occlusion [cto], the catheter tip detached. The physician had acquired retrograde arterial access and during catheter manipulations within the vessel, the catheter tip detached. The physician used a vascular snare device to successfully retrieve the foreign bodies from the patient. Another sheath was placed to successfully complete the procedure. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.